Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr was not able to duplicate the reported issue. No root cause has been determined at this time since there is no investigation yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a ventilator oscillator stops and biomed is not able to duplicate the problem. At this time, there is no information regarding patient involvement associated with the reported event.